Event description:
After an implantation period of approx. 74 months, oversensing on the right ventricular channel was reported. At the lead procedure it was observed that the device was not interrogable. The lead was capped and the ICD was explanted.

Manufacturer narrative:
The lead under complaint was not returned for analysis. This report is thus based on the inspection of the quality documents associated with the manufacture of the lead and the ICD, as well as the analysis of the ICD itself. The manufacturing processes for the ICD and the lead were re-investigated and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing. The final acceptance tests proved the devices functions to be as specified. Upon receipt, the ICD could be properly interrogated. The clinical observation was not reproducible. Interrogation revealed the battery status mos1 and 24 charging cycles were recorded in the devices memory. The memory content of the device was inspected. The trend data showed an increasing rv pacing impedance since october 28th, 2021 with values up to 1500 ohms. The header of the ICD was inspected and showed no deviations. In a next step, the ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied, and the device delivered a defibrillation shock as specified, documenting a normal and expected sensing and shock delivery. In particular, the specified energy level was reached. A sensing test was performed, and the device sensed the applied heart signals free of noise, proving the sensing function of the ICD to be normal. Furthermore, all measured impedance values during analysis were in a normal range. In conclusion, a thorough analysis of the ICD proved the device to be fully functional. There was no indication of a device malfunction.